Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective inspiration valve nt. Initiated inspiration block replacement. Ran unit base test, complete calibration and passed. Unit work according to specs.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. However, vyaire medical was unable to establish the exact root cause as the issue is no longer reproducible. Vyaire failure analysis result shows that the visual inspection of inspiration block assembly p# 030.200.050 with flow valve sn (b)(5) installed did not show signs of physical damaged. After installing the assembly onto a known good top-level system, powered on and no alarm occur. After multiple successful circuit calibrations, the system was cycled for a minimum of 20 minutes, the power cycled multiple times, but no alarms triggered. Performed unit self-test and inspiration valve test but the issue was not reproduced. All test passed according to manufacturer specs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us giving alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.